Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt no stimulation on the right side with the amplitude increased all the way up to 10.5v. X-rays showed great lead placement. The patient felt great stimulation on the left side. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.